Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out-of-range (oor) pacing impedances as well as noise and increased defibrillation thresholds which lead to an inappropriate shock. The lead is believed to have been fractured. As a result the lead was surgically abandoned and successfully replaced. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.